Event description:
A us distributor contacted zoll to report that the patient developed blisters under the patch. Patient described the area as red blisters under the patch adhesive. There was no alleged device malfunction contributing to the blisters. The patient's physician recommended removal of the patch due to the skin irritation. Outcome of the skin irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.